Event description:
Event description guidant received information that this transvenous defibrillation lead has an impedance of >2000 ohms , loss of capture and has had three diverted inappropriate episodes. Lead will be revised on 6/1/01.